Event description:
Product was returned as implant failure at 2 months. Based on the report, patient has a medical history of seizures, oral hygiene was described as moderate, and bone condition was described as moderate. Surgery was traditional 2 stage on tooth #13, the fixture was placed with primary closure, and bone augmentation material was used. Doctor indicated that the implant failed to osseointegrate most likely to an infection at the site of implantation.